Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter split was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 9cm and 10cm marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported that single lumen PICC split at 10 cm. Inserted (B)(6) 2023 for chemo. Nil power injection, nil occlusion issues. Staff noted fluid leaking at insertion site on day of chemo. Noticing immediate leakage from the insertion site on flushing saline. This also occasionally comes with complaints of pain or swelling (like infiltration) in the arm. PICC removed and another placed. Single lumen 4f regx1044.

Event description:
It was reported that single lumen PICC split at 10 cm. Inserted (B)(6) 2023 for chemo. Nil power injection, nil occlusion issues. Staff noted fluid leaking at insertion site on day of chemo. Noticing immediate leakage from the insertion site on flushing saline. This also occasionally comes with complaints of pain or swelling (like infiltration) in the arm. PICC removed and another placed. Single lumen 4f regx1044.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.